Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue. The ventilator was repaired but not returned to the customer, pending customer approval of the estimate. Device has been repaired but not returned to the customer, pending customer approval of estimate.

Event description:
The manufacturer received information alleging a ventilator failed testing. The device was not in patient use.